Event description:
It was reported that there was a gradual rise in impedance with the right ventricular (rv) lead. It was also reported that there has been no intervention; however follow up scheduled to make sure impedance doesn't continue to rise. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.